Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by the company representative that the handles are breaking at the finger rest, the insulation, or at the cautery post.